Event description:
It was reported that during an implant procedure, the right ventricular lead had low r wave amplitudes in various positions. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was a breached cut on the outer insulation and visual analysis noted the lead was damaged at implant.